Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi).

Event description:
An endeavor sprint 3.5mm diameter x 18mm length rapid exchange (rx) drug eluting stent was implanted in the proximal lad and one endeavor sprint 3.0mm diameter x 24mm length rx drug eluting stent was implanted in the mid lad during the index procedure. It is reported that an mi occurred on the same day as stent implant. The post procedure course was uncomplicated and the patient was discharged on medication, the next day. Patient was asymptomatic/ free of symptoms at the 6 month, 12 month, 18 month and 24 month follow up. (Ref MFR # 9612164-2011-01527 <(>&<)> 9612164-2011-01528).